Event description:
The manufacturer received information alleging a trilogy ev300 device was pulled out of service for failing active exhalation test. There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation of the trilogy ev300 device by the field service engineer (fse) the customer's complaint was confirmed. The fse replaced the device's 3-way solenoid valve and proportional valve aecm to remedy the active exhalation verification failure. The unit passed final test after repair. Current software version 1.05.10. The system meets the specification for the performed service and is returned to use.